Event description:
The customer originally returned his olympus evis exera iii gastrointestinal videoscope due to the unit being clogged. There was no patient harm reported as a result of this event. During the device evaluation it was discovered that the unit had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in b5, the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. The unit had notable signs of wear and tear including a lack of color, scratching, shaved portions, and material deformation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.